Manufacturer narrative:
Reference medwatch 3004209178-2015-91387 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 525 mg/dl. She corrected her blood glucose level with a manual injection. The customer received no delivery alarms in both insulin pumps. She was hospitalized because of an infection, when taking out her infusion set. The product will return. Nothing further to report.